Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC placed (B)(6) 2024. Trimmed length 54cm and placed at 8cm to skin. External fracture noted on flushing at approximately 7cm. No harm to patient. External fracture at approximately 7cm. Before use "additional information received via survey: it was reported the total catheter length was 54cm, inserted in the brachial vein. Exit site marking 8cm, secured with a secureacath between 5-8cm, and dressed in a j-loop back up the patient's arm. PICC used for oncology treatment of ec. Visible hole noted externally at the 7cm mark and PICC removed, 27 days after insertion. Site cleaned with chloraprep 3ml. No other information was provided.